Manufacturer narrative:
Correction to field e1: initial reporter title. Correction to field e1: initial reporter first name. Correction to field e1: initial reporter last name. Correction to field e1: initial reporter facility name. Correction to field e1: initial reporter address 1. Correction to field e1: initial reporter city. Correction to field e1: initial reporter state. Correction to field e1: initial reporter country. Correction to field e1: initial reporter zip/post code. Correction to field e1: initial reporter phone. Correction to field e1: initial reporter fax. Correction to field e2: health professional? Correction to field e3: occupation. Correction to field e3: occupation (other). Correction to field g2: report source.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals in an atrial tachy response (atr) episode on the right atrial (ra) lead channel prior to a device changeout. Also, there was a drop in impedance. The impedance remained within range. Technical services (ts) sent the reports to the boston scientific representative. The device was explanted and replaced to a non-boston scientific product. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals in an atrial tachy response (atr) episode on the right atrial (ra) lead channel prior to a device changeout. Also, there was a drop in impedance. The impedance remained within range. Technical services (ts) sent the reports to the boston scientific representative. The device was explanted and replaced to a non-boston scientific product. No adverse patient effects were reported.